Event description:
It was reported that during surgery for a fracture of the right index finger on (B)(6) 2013, on the final turn of tightening down the 1.5mm cortex screw, the head of the screw snapped off. The surgeon left the shaft of the screw in the bone and the head of the screw was retrieved. No additional time was added to the procedure and the surgeon was satisfied with the reduction of the fracture. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.